Event description:
Customer reports that he obtained results of 79mg/dl, 186mg/dl, and 159mg/dl on the same device within 5 minutes. Customer believes that he ate in response to the 79mg/dl result. No adverse event reported and no treatment received. No strip information provided. No quality controls were used. Requested return of suspect device and replacement was sent.